Event description:
On (B)(6) 2011, pt reported he was hospitalized due to hyperglycemia. This occurred on (B)(6) 2007. He was hospitalized for 3 days and treated with an IV drip. Blood glucose elevated to 650 mg/dl, and target blood glucose was 80-120 mg/dl. Pt uses a competitor's infusion device, and he previously changed the reservoir and infusion set every 6 days. He called the manufacturer of the infusion device, and he was advised the insulin had been in the infusion set for too long and had "broken down." He was advised to change the infusion headset every 3 days. Infusion set was discarded and was not requested for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.